Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead caused muscle stimulation from the wound area. The rv lead was reprogrammed to unipolar. The rv lead remains in use. No further patient complications have been reported as a result of this event.